Event description:
Caller reported a display defective on the spirit combo insulin pump. Pixels seem to be deteriorated and it is difficult to read the first number. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.